Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements and high thresholds. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range. The clinician reportedly planned to continue to monitor the patient. No adverse patient effects were reported. The implantable cardioverter defibrillation (ICD) and rv lead remain in service.